Event description:
It was reported that the right atrial (ra) lead was dislodged shortly after implant. X-ray imaging was performed. As a result, a new lead was successfully implanted. No additional patient adverse effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
This report contains correction in section h6 impact codes.

Event description:
It was reported that the right atrial (ra) lead was dislodged shortly after implant. X-ray imaging was performed. As a result, a new lead was successfully implanted. No additional patient adverse effects were reported. This device is not expected to return for analysis.